Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severely allergic to gold even my allergist was shocked he said that's raire') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), paraesthesia ("tingling sensation in hands, feet, left arm and left side of head"), visual impairment ("I have 20/50 vision"), anxiety ("anxiety") and astigmatism ("astigmatism in both eyes"). The patient was treated with surgery (surgery to remove essure/ tube removal 17 months ago). Essure was removed. At the time of the report, the allergy to metals, paraesthesia, visual impairment, anxiety and astigmatism outcome was unknown. The reporter considered allergy to metals, anxiety, astigmatism, paraesthesia and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report: allergy to metal and paraesthesia, anxiety, astigmatism, visual impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new events anxiety, astigmatism in both eyes, I have 20/50 vision were added. New reporters were added. On 20-mar-2020: fu 5, 6 processed together. On 23-mar-2020: new reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had tubes removal 17 months ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severely allergic to gold even my allergist was shocked he said that's rare') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure/ tube removal 17 months ago). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report : allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severely allergic to gold even my allergist was shocked he said that's rare') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure/ tube removal 17 months ago). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media report : allergy to metal. Amendment: the report was amended for the following reason: this is a retention case. All the information has been transferred from deletion case (B)(4) to this case. Event added- allergy to metal. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severely allergic to gold even my alergist was shocked he said thats raire') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), paraesthesia ("tingling sensation in hands, feet, left arm and left side of head"), visual acuity reduced ("I have 20/50 vision"), anxiety ("anxiety"), astigmatism ("astigmatism in both eyes") and arthralgia ("joint pain"). The patient was treated with surgery (surgery to remove essure/ tube removal 17 months ago). Essure was removed. At the time of the report, the allergy to metals, paraesthesia, visual acuity reduced, anxiety, astigmatism and arthralgia outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, astigmatism, paraesthesia and visual acuity reduced to be related to essure. Concerning the injuries reported in this case, the following one wasreported via social media report : allergy to metal and paraesthesia, anxiety, astigmatism, visual impairment, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event joint pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('severely allergic to gold even my alergist was shocked he said thats raire') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and paraesthesia ("tingling sensation in hands, feet, left arm and left side of head"). The patient was treated with surgery (surgery to remove essure/ tube removal 17 months ago). Essure was removed. At the time of the report, the allergy to metals and paraesthesia outcome was unknown. The reporter considered allergy to metals and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one wasreported via social media report : allergy to metal and paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event paraesthesia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.